Manufacturer narrative:
Please refer to the attached analysis report. The lead model involved in this MDR report is not approved in the united states; however, it is similar to a lead manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Noise oversensing was observed in both channels which led to an inappropriate suggestion of parameters modification.

Manufacturer narrative:
The lead model involved in this MDR report is not approved in the united states; however, it is similar to a lead manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Noise oversensing was observed in both channels which led to an inappropriate suggestion of parameters modification.